Event description:
The pt reported that at follow-up, the low reservoir alarm status was displayed on the pump status screen but neither she nor the clinician had heard an audible alarm. Data from the programmer indicated that both the critical and non-critical alarms had sounded at intervals of one hour for more than 24 hours. The pt stated that she has heard the audible alarm during a previous programmed alarm test ( no date was provided.), but that no alarm has been audible prior to the date of pump refill. The drug used in the pump was morphine. She anticipated the hcp will program the critical alarm to sound every 10 or 20 minutes and stated that it may be easier to hear an alarm if it sounds more frequently than once an hour. Add'l info has been requested from the physician.